Event description:
Same case as MDR#:2134265-2013-04714 and 2134265-2013-04715. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. During procedure, the monitor did not display any images and the motor drive unit was unable to performed automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as MDR #: 2134265-2013-04714 and 2134265-2013-04715. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. During procedure, the monitor did not display any images and the motor drive unit was unable to performed automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage observed or defects observed. The unit does not meet specifications during functional test and the root cause of the failure is a defective lemo cable. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was wear and tear. (B)(4).